Event description:
It was reported that a patient contacted support after experiencing an occlusion alert on their device. The patient indicated it was time to change their supplies, and a full supply change was performed. Following the supply change, the occlusion alert cleared and blood glucose levels were not affected. The needle appeared normal upon removal, and there was no visible air observed in the cartridge or tubing. The patient was using a 23-inch tubing with a 6 mm cannula. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.